Event description:
This 40-yr-old female underwent bilateral augmentation mammoplasty with silicone gel implants in 1983. The procedure was performed at another facility, therefore this reporting facility does not know the implant MFR. The pt presents with complaints of fibromositis and depression and desires implants removed. Gross exam: the right implant is intact without evidence of leakage of its contents. The left implant is ruptured. The outer envelope of the implant is invested by a thin film of gelantinous, tenacious material. Both capsules show fibrosis and chronic inflammation.